Event description:
It was reported that the balloon of a swan ganz catheter was "ripped off and moved up the catheter." The customer initially noticed that the balloon was not on the catheter during the balloon test, but discovered the ripped balloon after closer examination. Issue was found prior to insertion. No patient injuries reported. The device was returned for evaluation. The reported event of balloon issue was confirmed. Catheter balloon was found to be torn at proximal and distal bonding sites. Torn balloon was bunched up on catheter body at 2cm from catheter tip. Balloon edges did not appear to match at the distal balloon bond. All through lumens were patent without any leakage or occlusion. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the packaging process, 100% of the units are inspected after the balloon bonding step. The instructions for use (IFU) instructs the user to "check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion". The manufacturing process was reviewed and there is no evidence that the reported issue could be caused during manufacturing. The investigation indicated that no specific root cause was identified. A device history record review was completed and documented that device met all specifications upon distribution.